Event description:
It was reported that the patient received several shocks from his implantable cardioverter defibrillator. Lead impedance was >3000 ohms since june 9th, 2006. Prior to that, it was 320 ohms. Lead fracture was suspected.